Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: a (B)(6) healthy woman underwent a laparoscopic surgery due to suspicion of appendicitis. Appendix was being removed with the use of multifire endo gia. When the multifire endo gia was fired, the staples did not form properly. Due to incorrect staple formation with use of the first multifire, a new multifire was used to ensure the staple line would hold. The patient was treated postoperatively with two different antibiotics IV for 3 days. The patient was not injured, and there was no extension or change in or time. There was no blood loss and no extension of incision. Patient had a full recovery.

Manufacturer narrative:
(B)(4).